Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized blood glucose of 600 mg/dl. Customer's blood glucose started at 96 mg/dl and rose up to where the meter could not record his blood glucose. The customer was treated with IV drip at the emergency room. The insulin pump was not returned for analysis.